Event description:
The customer reported via phone call that the reservoir was not working properly. The customer stated that he filled the reservoir to the line and the plunger couldn't push the insulin out. Blood glucose level at the time of the incident was not provided. The customer will return the device for analysis.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Performed testing, and the reservoir passed per inspection. No occluded anomalies were found during analysis. Evaluated one opened/used transfer guard, and performed visual inspection. Checked transfer guard's needle for defects and failed per specification. The transfer guard's needle was bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.